Event description:
The log file contained loss of external power events while utilizing the mobile power unit (mpu). The low voltage hazard events seen are the result of the mpu suddenly losing power. The controller switched appropriately to the backup battery (ebb) when external power was lost. These events appear to have resolve once external power was completely restored. No unusual controller alarms, pump temperature, or any pump faults were seen in the log file. Based on the data in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d5 correction. Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On 04jul2025, no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The backup battery supported the system as intended during this time. The loss of external power did not affect the controller¿s ability to support the pump as intended. Provided information indicated that it was unknown whether or not a v-lock connector was in use at the time of event, and that the ac power cord did not come loose at the wall or from the unit, and that there was a loss of power to the patient¿s house at the time of the event, which was determined to be the root cause of the reported event. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The no external power event was later confirmed to have been caused by environmental circumstances resulting in loss of power.